Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. Visual evaluation noted that the reload was fully fired. Functional evaluation of the reload noted that the anvil clamping mechanism was deformed. The reload fired without issue. Replication of the deformed anvil clamping mechanism may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In addition, staples may not form properly and tissue may not be fully transected. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter during laparoscopic anterior resection of rectum, the device operator was using a powered handle and reload to transect the upper part of rectum. After completely firing staples on it, he pushed silver button to retract the I-beam of reloads. After I-beam retracted completely, he pushed the same button to open the jaw. However it did not work. The jaw did not move or open. The handle did not show any response and did not make a sound. There was no damage to patient.